Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported recharging too frequently. When charging, the implantable neurostimulator (ins) site felt hot. It was noted the antenna felt cool and no antenna too hot screen had been seen. The patient had not recently been reprogrammed, switched to a new group, or needed to increase parameters. There had been no previous overdischarge events. It was noted the patient was not charging the ins to 100% full. There were no traumas or falls reported that could have been related to this issue. The ins suddenly felt hot when charging at the ins site. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.